Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, a separate strut was noted. The procedure was completed with another of the same device. No patient complications were reported.